Event description:
The patient was implanted with a vented electric left ventricular device (lvad). It was reportedly by the hospital's or clinical services coorinator that during implant, the surgeon was unable to use the coring knife due to it being too dull to core the ventricle. The surgeon then tried using two other backup coring knives and they were too dull as well. The surgeon used a scalpel to complete the case without injury to the patient. The patient remains stable, and on lvad support while awaiting a heart transplant.